Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Tamper tube was returned as well. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. No damage was observed along the length or at the distal end of the hemostasis sheath. Microscopic analysis revealed that the suture appeared to be cut with sharp edge. No anchor or collagen were not returned for analysis. The tamper tube was returned separately. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was disassembled from the sheath and no anomalies were noted. Then, the hemostasis sheath was mated with the deployment sleeve. A tactile click was felt, and the mating was successful. The device was then moved to the rear lock position and both rear tabs were locked and click sound was heard. No functional anomalies were noted. The tensioner was removed from the device cap. Several turns of the suture were present within the suture wind disk. For functional testing, a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The device was withdrawn in the rear lock position and the exact cause of difficulty during withdrawal of the device from the site cannot be determined. The complaint alleges, 'no click was achieved'. As per the function testing, this cannot be confirmed since the returned device was correctly mated and locked. The deployment sleeve was also in the position of final deployment. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal 6fr vip was used on the patient. They deployed the first part with no issues, inserted tube into angio-seal which then became stuck and could not be pulled back. Ir consultant had to call on vascular surgeon in case of cut down to remove the angio-seal from the patient; fortunately, the vascular surgeon was able to remove the angio-seal without any need for intervention. The patient was unharmed and was able to go home as planned. Additional information was received on 09sept2019. Procedure for patient was superficial femoral artery (sfa) angioplasty. Sheath size used was a 6fr. A pre-deployment angiogram was not performed. There was only a deployment was issue; the tube with the anchor failed to pull back inside the introducer, and no click was achieved. A balloon was used prior to the use of the angio-seal device. The patient was in stable condition. Hemostasis was achieved by manual compression. The vascular surgeon removed the angio-seal by forcefully pulling it from the patient, fortunately no surgical intervention was required.